Event description:
It was reported that this patient has had previous inappropriate shocks due to changes in morphology. It is also noted that the patient is very sick and is currently on dialysis. Subsequently, the patient has been placed on hospice and the system was deactivated. No additional adverse events were reported.